Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited weakness and a fall due to a nonspecific product performance anomaly. The facility did not have a programmer to interrogate the device at the time of the event. Technical services (ts) reviewed and had the local boston scientific representative paged to further evaluate this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.